Event description:
A user facility reported to olympus that the evis exera iii gastrointestinal videoscope had a problem with the air/water channel and the device was clogged. The issue occurred during reprocessing of the device. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for an evaluation. During the evaluation, the air/water channel in the insertion tube was found deformed. No clogging was found during the device inspection. Both the inside and outside of the air/water channel were dirty. It was not possible to identify when the foreign body material remained in the scope. There is a possibility that the subject device was used with the foreign material remained. Based on the initial evaluation, it is likely that the issue was caused by normal wear and tear or customer¿s handling of the device. The investigation is ongoing, if additional information is obtained, a supplemental report will be drafted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress being applied to the curved part, such as angle manipulation with excessive force which buckled the air/water channels. The buckled section becomes an obstruction preventing fluid and air from flowing smoothly inside the air and water channels. Dirt remained in the buckled part. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspection of the air-feeding function and the objective lens cleaning function." 2) "warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." 3) "caution: avoid forcible or excessive angulation as this imposes stress on the wire controlling the bending section. This may cause stretching or tearing of the wire, which could impair the movement of the bending section." Olympus will continue to monitor field performance for this device.